Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_prog (serial: unknown); product type: 0202-programmer physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provide (hcp) stated that the patient was complaining that the pump was not working. The hcp stated that they were able to aspirate 3.5 ml of cerebrospinal fluid (csf) from the catheter. The hcp stated they then did a roller study. After the study, the doctor stated they injected .5 cc of drug back into the patient's pump. The manufacturer's technical services specialist (tss) reviewed that the manufacturer would not recommend pushing drug back into the catheter but to do a prime bolus. The hcp mentioned that they did a rotator study and a dye study which all checked out to be working as normal. Tss reviewed considerations to do a prime bolus and to subtract the 0.01 ml from the catheter access port (cap) and catheter volume, but then the doctor stated that they added .5ml of fentanyl back into the catheter. The hcp confirmed that they took a picture of the rotator before they updated the pump and the catheter and pump were working as normal. The nurse then called back and stated that the doctor putting 0.5cc back through the cap after a dye study was their normal procedure and tss confirmed that it was not saline. The caller stated that the patient waited in the lobby after and had no symptoms.